Manufacturer narrative:
Corrected fields: b. Adverse event/ product problem. H. Device manufacturers only.

Event description:
It was reported that this lead was explanted due to broken insulation. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. X-ray showed bird's nest and stretched inner coils approx. 15 mm from the terminal end -damage indicative of helix extension/retraction difficulty (torsion overload) which likely occurred during explant. There were findings regarding lead damage, such as cuts in insulation - likely explant damage; and melt marks in outer insulation - likely explant electro-cautery damage. Corrected fields: b. Adverse event/ product problem. H. Device manufacturers only.

Event description:
It was reported that this lead was explanted due to broken insulation. A new lead was implanted. No additional adverse patient effects were reported.